Manufacturer narrative:
The reported product was not returned and a comprehensive device investigation could not be performed.

Event description:
It was reported that one day post implant, chest x-ray revealed lead dislodgement. On (B)(6) 2017, the lead was repositioned successfully. The patient condition before, after and during the procedure was ok.